Event description:
During an in-clinic follow-up, the device as found to have a high current drain resulting in an abnormal longevity estimation. Technical support was contacted found that the diagnostic data was cleared, however, the high output mode events remained in the memory. This resulted in incorrect measurements based on the data point on the device. As the device records new data, this will be correct. Additionally, increased capture threshold was also observed on the device. No intervention has been performed, and the patient was stable and will continue to be monitored.